Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was evaluated via log file analysis. The controller was found to operate as intended throughout the log file. The reported event of a driveline disconnect and pump stop will be addressed via the pump investigation (related manufacturer report number 2916596-2021-06836). Multiple good faith efforts were sent regarding the cause of the driveline disconnect and if there were any adverse events due to the pump stop. To date, no response has been received. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number:(B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment and to not disconnect the driveline in circumstances such as cleaning. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-06836. It was reported that log files were sent to technical services for review. Upon their analysis, they found a driveline disconnect alarm that occurred on (B)(6) 2021 at 4:27 pm. The driveline was plugged back in and the pump resumed to work as intended.